Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. Pump was cut open to perform a visual inspection and found no moisture or physical damage. P-cap locked in place properly during testing. The following cosmetic damages were noted: pillowing keypad overlay and scratched case in summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer reported insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884l was requested and the device was returned.